Manufacturer narrative:
Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws of instrument a had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Instrument b was returned with a damaged floor, but was otherwise in good physical condition. No conclusion could be reached as to how the floor had become damaged. Instrument b was cycled, fed, and formed the clips within design specification. The experience the customer reported could not be repeated. Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The devices were used during a laparoscopic cholecystetomy. The clips were spitting out of the device. A second device was opened and the same thing happened. A third device was opened to complete the case. There was no consequence to the pt. 10/3/96 it was reported the clips did fall into the abdomen, but were retrieved without difficulty.